Event description:
It was reported that the procedure was for treatment of an acutely ruptured a2 segment aneurysm. The embolization coil was being used as the second coil when it unintentionally detached from the pusher wire. A balloon was then introduced and inflated to prevent coil prolapsing into parent vessel and the described coil was pushed into the aneurysm. Once the coil was successfully placed within the aneurysm, the operator pulled the pusher wire back but the proximal end of the coil also pulled back. The detachment controller was then attached and the coil was detached successfully. A small amount of extravasation/rupture of the aneurysm was noted, which was quickly treated with further coils being placed. Patient initially had right sided weakness in upper and lower limb and reportedly regained limb power over following days.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. A supplemental report wil be submitted once evaluation is completed. The instructions for use (IFU) identifies premature or difficult coil detachment and aneurysm perforation or rupture as potential complications associated with use of the device.

Manufacturer narrative:
Summary device evaluation: the microcatheter and a guidewire used in the procedure was the only components received in the returned package. The "100206hfrm-v-3d-a2" mv coil device was not returned for evaluation; therefore, the investigation is unable to determine the cause of the reported complaint.